Event description:
A mayfield triad skull clamp was involved in an event that was described as follows; a pt's head slipped out of the pins. The staff was flipping the pt into a prone position when the pins on the rocker arm side of their a-1108 skull clamp appeared to come loose. This caused a laceration approximately 1 inch in length that had to stapled. The clamp was applied by one of their fellow surgeons. It sounded like the lock became disengaged somehow during the flip. The staff was not sure it is was actually locked prior to flipping. This event caused a surgical delay of 10 minutes. Integra adult disposable skull pins (a1072) were used during this procedure. The pt "stabilized" after the injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.